Event description:
A malfunction alarm was reported with the pump during use, specifically alarm 20, which did not cause the customer's blood glucose level to exceed the normal range. The pump alarm recurred after attempting to load a new cartridge, preventing the resumption of insulin therapy. As a corrective measure, the customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump. Technical support also guided the customer on returning the faulty pump using a prepaid shipping label and placing the pump in storage mode prior to its return.